Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited loss of capture with high thresholds. It is suspected that the lead issue occurred at a recent open heart surgery the patient underwent. The physician planned to wait and see after patient healed from the bypass surgery and reassess thereafter. The device and ra lead remains in service. There were no adverse patient effects.